Event description:
Caller states that during duplicate testing, the patient tested 2.0 inr and 1.4 inr while a lab result returned 1.55 inr. Caller also states that during an additional duplicate test, patient tested 4.5 inr and 2.8 inr on the device. No action was taken based on device results. No adverse event reported. No strip information provided. Requested return of suspect device and replacement was sent.